Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the left primary cell device was draining quicker than before. The caller reported in (B)(6) 2018 the ins battery was at 2.93v and the day prior to the call the ins battery was 2.55v. The caller reported impedances were within normal limits. Parameter: 1-2-c+ 90pw/185hz/3.3v on 24/7. No therapy impedance provided in the email. Estimated longevity: 600 ohms: eri: 22.52 months 700 ohms: eri: 2.15 years the caller was not with the hcp or patient at the time of the call. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating the cause of the device depleting quicker than expected was not determined, and there was no further information regarding this event.